Manufacturer narrative:
Results: three samples were reported received, but the department cannot locate the samples. A DHR was completed and no defects were found. No quality notifications were issued for this batch. Sample was reported received but department cannot locate sample. 7086700 produced on 6/3/2017, DHR revealed zero defects found. Spec for silicone is .0025-.0070 grams. Conclusion: silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
Customer reported that an IV technician in the pharmacy discovered excessive silicone in 30 ml bd luer-lok¿ tip syringes prior to use. There was no report of injury or medical intervention.